Event description:
Were not alerted of the patient being unstable due to none of the o.r. Team hearing alarms from anesthesia machine, not even the lethal codes. O.r. Team ¿nelson¿ sound or audible noises from the anesthesia machine. The monitor didn¿t make any sound during the code. No sounds were heard. Team would have heard the vitals were increasing, like heart rate and if they would have heard they would have spoken up sooner. When assessed monitor on following day of event, manufacturer said working properly. Found the lethal codes were unlocked when typically, locked based on factory settings. Tech came but then 10 days to file report for user error. User error = anesthesia may have used equipment in a way its not installed ex. Silence or turning off alarms that should be turned on at all times. Mindray offers a code for those that call to make adjustments to lethal codes. Because anesthesia had code, cannot proven until now that monitor was silenced.